Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. Block d2b: pro code (product code): qrb. Block d6b: explant date: year 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 21028379. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had a back surgery, unknown if it was device related. It was noted that the leads were removed in the said surgery. No further information could be obtained despite good faith efforts.